Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had stripped battery cap coin slot, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they could not remove the battery cap. The customer's mother stated that they had high blood glucose of 515 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother was unable to remove the battery cap after troubleshooting. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.